Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Father is calling on behalf of the customer. Customer called to complain about the meter constantly reading 348 mg/dl; while going through the meters memory, it was found that the meter had read hi. The customer is concerned with test results from results obtained of hi and 348 mg/dl. The customer's expected fasting blood glucose test result range is 250 - 300 mg/dl; customer is aware that he gets higher readings and is not concerned about that. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer (meter was not turning on). The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time/date not set; when attempting to go through the meters memory, the meter turned off after getting the first reading and could not verify the date and time for the rest of the readings): result 1 :348mg/dl date:(B)(6) 2017 time:09:52am fasting, result 2 :322mg/dl date:n/a time:n/a, result 3 :348mg/d ldate:n/a time:n/a, result 4 :himg/dl date:n/a time:n/a. Customers time and date are not set correctly on the meter. Unable to verify the date and time for the rest of the readings, meter turns on, but then turns off.